Manufacturer narrative:
The lens and lens vial were returned. The lens was in a dried condition and positioned correctly in the lens vial. Particulates, saline dendrites, dried solution and white crystal-like particles were visible on the optic and haptics. The lens was not damaged. Visual inspection found dried solution and crystal-like particulates visible in the threads of the cap and vial. The vial cap septum is damaged. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damaged septum cannot be determined. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information currently available, the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Event description:
It was reported that the lens vial was found dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This issue occurred with 2 lenses. This report references lens 2 of 2. Reference MDR# 1313525-2015-01160 for 1 lens of 2.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.